Event description:
It was reported that the patient presented remotely via merlin.net transmissions due to an alert. It was noted that the right ventricular lead exhibited high, high voltage lead impedance. It was further noted that the lead exhibited high capture threshold. The patient was not symptomatic due to the event. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.